Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device did not cut or activate during a gastric bypass. There was no injury to the patient. The device was returned to covidien and visual inspection found that the clear insulation was damaged. Further evaluation found that the webbing was protruding from the hinge.